Event description:
The patient was treated for peripheral artery disease on (B)(6) 2025 with the implant of three detour system torus peripheral stent grafts at hillcrest medical center. Reportedly on (B)(6) 2025, the patient presented to the emergency room at (B)(6) with acute limb ischemia. Imaging identified that the proximal aspect of the detour system had migrated into the femoral vein and there was a robust fistula between the femoral artery and vein that was resulting in loss of distal flow. Reintervention was performed be accessing the proximal and distal stent grafts to utilize a snare and re-align the device. No further patient information was provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.